Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2019-02377. It was reported the patient's implanted leads had migrated. X-rays taken confirmed migration. As a result, surgical intervention may occur.

Event description:
Related manufacturer reference number: 3006705815-2019-02377. Based on information obtained, the patient's leads were explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.

Event description:
Related manufacturer reference number: 3006705815-2019-02377.